Event description:
Healthcare professional (hcp) reports 1 blood leak into dialysate noted at onset of pt treatment. Healthcare reports all dialyzers reused. Healthcare professional reports no pt injury.